Manufacturer narrative:
This event is related to 2431293-2016-00008 and 2431293-2016-00010. Fujinon (europe) (B)(4) was not presented with the ed-250xt duodenoscope at issue, nor was the exact location of any contamination on the scope, or any information about affected patients, communicated to fujinon. The scope had been in use at the (B)(6) since in or about 2003, and review of the service records indicated no abnormalities other than general wear and tear repairs. According to information from the (B)(6), evidence in the bile culture of bmr (multiresistant pseudomonas aeruginosa) at the decontamination of a cholecystectomy performed on (B)(6) 2007 in two patients who had received, on (B)(6) 2007, a retrograde catheterization of the papilla, performed by the same duodenoscope. The (B)(6) also reported that the two cases were connected to an event that occurred on (B)(6) 2007 in another (unnamed) health establishment involving septic shock or multiresistant pseudomonas aeruginosa appeared 48 hours after the installation of a biliary prosthesis performed by the same duodenoscope. It is believed the patient involved in the (B)(6) 2007 incident died. Fujinon did not receive any additional information regarding the patients. Fujinon is not aware of any evidence regarding whether the patient(s) transferred bmr to the duodenoscope or vice versa. Any contamination found on the duodenoscope could have come from a failure to observe the cleaning/disinfection procedure, or could have been related to the non-fujinon equipment used to clean and disinfect the scopes at the clinic. The incident was, at the time, reported to the (B)(6). Fujinon cooperated fully in the (B)(6) review of the matter. The ed-250xt model involved in this event is an open-channel scope while the company's currently marketed duodenoscopes utilize a closed-channel design. Fujinon (europe) (B)(4) was integrated into fujifilm europe (B)(4) in july, 2011. Device not returned to manufacturer.

Event description:
Fujinon (europe) (B)(4) received a report from (B)(6), concerning an ed-250xt duodenoscope and 2-3 patients testing positive for bmr (multiresistant pseudomonas aeruginosa). The incident was reported to the (B)(6) on (B)(6) 2007. The event is registered under the (B)(6).